Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an internal malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that there was no failure of the anesthesia machine. The reported issue was related to the failure of the gas module. This event was not reportable. Additional information was received stating that there was no failure of the anesthesia machine. The reported issue was related to the failure of the gas module. This event was not reportable.